Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle had a bent pulse pin. The root cause for the bent pin was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to recognize an ECG signal.